Manufacturer narrative:
No sample received and no lot number provided. Photo provided shows patient with full lips. The IFU states to use caution in patients with full lips. Without the sample or lot number hollister is unable to perform a full investigation regarding the report upper lip injury. Trend analysis conducted for the reported issue and no adverse trend observed. This will continue to be monitored in hollister's post marketed complaint system and actions will be taken if/when indicated. Patient's age and weight was not provided so estimates were used.

Event description:
It was reported that an anchor fast oral endotracheal tube fastener was in place on a patient for a total of 3 days. When the device was discontinued, a mucous membrane pressure injury was observed inside the upper lip and gums. The patient required plastic surgery and lost his two upper front teeth.